Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: device history record: the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the lock had rotational and lateral movement and a residue buildup was present. New components were added to replace worn internal parts, and general cleaning and maintenance were performed. Root cause - the complaint is confirmed via inspection of the unit. The unit required cleaning and replacement of worn parts due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the rocker arm of the mayfield modified skull clamp (a1059) moves too much when locked. No information has been provided on patient involvement, injury, or surgical delay.